Manufacturer narrative:
Gehc recommended to the hospital to verify the speaker connection, replace the carrier/ com express board if the speaker connection cannot be corrected, and replace the speaker, if required. : no report of patient involvement.

Event description:
The hospital reported the unit had a speaker failure alarm during boot-up. There was no report of patient involvement.